Event description:
It was reported, by the spouse of the patient, that at home the patient got up and fell, and straightened flat on the floor. The spouse attempted cardio-pulmonary resuscitation and an ambulance was called and the patient died. The spouse stated that they did not think the device shocked the patient once. The patient died approximately four months post implant of the biventricular defibrillator and the cause of death has been reported as sudden acute cardiac arrest secondary to diabetes mellitus secondary to coronary artery disease. The patient was not pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.